Manufacturer narrative:
(B)(4): method: no product returned. Results: customer complaint could not be confirmed. Conclusion: device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that protime microcoagulation system generated pt/inr 7.3 while lab provided pt/inr 2.67. Patient's therapeutic range is pt/inr 2.5-3.5. No adverse event(s) reported.